Event description:
The customer reported that he dropped the insulin pump on the tile and the bottom of the device came off as well the drive support cap. The blood glucose reading was 183mg/dl. Troubleshooting was performed. The customer stated that the motor is hanging out, and the drive support cap is loose. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.